Event description:
Spoke with pt stating that when he performed cartridge change, screen went back to setup screen, and could not start up pump. Pump seems to have lost programming when switching batteries. Pt was able to switch to back up pump with no issues. Serial number of malfunctioning pump: (B)(4). Confirmed next day delivery of replacement pump to home address. Pt will sign for delivery. No other info provided. No the device error did not occur while in use, it did not cause any harm to the patient, it is available for return and we're currently working on getting a replacement sent out. Dose or amount: 100 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.